Manufacturer narrative:
A field service engineer realized that the battery could not be recharged during a visit for preventive maintenance. The customer replaced the battery with a new one. The system meets the specification for the performed service and is returned to use. The replaced battery was discarded due to the v60 device being in a covid department, so no part will be returned for failure analysis.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 03dec2020.

Event description:
The customer reported battery will not hold a charge. There was no patient involvement.